Event description:
The customer reported that the spo2 alarm did not alarm when it went to its set value. There was no patient harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.